Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 12.6mm and the lens would not come out of the injector, unsure if any patient contact, no patient injury reported. Further information has been requested but none forth coming. If more information is received a supplemental medwatch report form will be sent.

Manufacturer narrative:
Lens serial work order search was performed for the similar complaints within the search and no similar complaints were found. No conclusion can be drawn. Based on the complaint history and the work order search, a specific root cause could not be determined.